Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 300 mg/dl. The customer delivered a manual injection. As the issue occurred in the past, a system check was unable to be performed. Reportedly, the customer had been using apidra insulin in their cartridge. The customer changed out all supplies.